Event description:
Per sales rep, the surgeon inserted the bone repositioning pin and pulled it straight out and the pin snapped off. Surgeon had to take out screw manually.

Manufacturer narrative:
Product was discarded by hospital staff, so it will not be returned. Investigation in process, but not yet complete.